Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had continuous check flange sensor error. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that there was an extra ear clip sleeve and ear clip spring loose inside the pump. Chipped top case corners and cracked right plunger case with battery door. Both tamper seals were broken. There was evidence of the reported problem recorded in the event history log. The customer reported was duplicated at power up. The investigation found that the barrel seal under the ear clip was installed upside down, causing ear clip to be slightly pushed outward. This was due to incorrect assembly by the customer. For corrective action the damage top case (comes with barrel seal) was replaced. The root cause of the reported problem was traced to the customer. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: h4: mfg. Date. 25-sep-2014; d4: model number: 4000.